Manufacturer narrative:
The production identifier of lot number was not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Non-us event; occurred in canada. Consumer report via email that with an unspecified number of tampons over the last 2 years, the string disintegrated and came off. She reported being able to remove the pledget from her vaginal cavity without medical assistance. She did not report any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.